Event description:
Reportedly, patient was woken by intermittent twitch in muscles around the pacemaker site, confirmed by physiologist. Upon interrogation, the device was found in standby mode and re-initialization took several minutes. After re-initialization, the device was re-programmed to aai pacing mode and twitching stopped.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.